Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided their weight information and reported that a manufacturer saw patient on 2017 (B)(6). The rep check and set the stim. Patient could turn it on and it helped the pain. On 2018 (B)(6), rep reported that patient did not mention anything about shocking to the hcp office or to them at the appointment. Patient just wanted reprogramming done, which was performed and successful. No further complications were reported/anticipated.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's stimulation was for the middle of their chest on the left side and goes to cover their arm but the stimulation had been shocking them on their right arm. They decreased the settings and finally turned the stimulation off. The patient was told to contact their healthcare provider to resolve the shocking issue. No further complications reported.